Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of hospitalized low blood readings and high blood glucose readings from the insulin pump. The customer's blood glucose reading during time of incident was 65 mg/dl. The customer's current blood glucose is 415 mg/dl. The paramedics treated the customer with IV glucose and glucagon pen. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to speak to their health care provider regarding the low readings.

Manufacturer narrative:
Pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected alarm error test, displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test, excessive no delivery test and dat at 0.08730 inches. Pump received with cracked reservoir tube lip and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.